Event description:
It was reported that sometime post a dialysis catheter placement, the piece of plastic allegedly broke off of catheter upon removal. It was further reported that the patient allegedly experienced pain. Furthermore, there is no information regarding medical intervention nor medications prescribed to treat pain. Reportedly, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. However, two electronic photos were provided for review. Both the photos show one 19cm glidepath catheter. A small piece of plastic was noted near the catheter which appears to be not related to the catheter. The investigation is inconclusive for the reported fracture, and material separation issue as no visible break or cracks were noted on the catheter. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a dialysis catheter placement, the piece of plastic allegedly broke off of catheter upon removal. It was further reported that the patient allegedly experienced pain. Furthermore, there is no information regarding medical intervention nor medications prescribed to treat pain. Reportedly, the catheter was removed. There was no reported patient injury.